Event description:
It was reported that bd alaris pump module smartsite infusion set was ballooning the following information was received by the initial reporter with the following: it was reported by customer that tubing is bubbling up.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Material number updated - 2426-0007.

Event description:
Material number updated, alaris pump module smartsite infusion set.

Manufacturer narrative:
11911426- made in error - material number was already provided.

Event description:
Material number was already updated.

Event description:
Additional information: no injury or negative outcome, pump would not run, alarmed occlusion on patient side.

Manufacturer narrative:
Investigation results: the customer reported the tubing has bubbles forming, and returned one photo of material 2426-0007, lot 24089407. There is no physical sample available for evaluation. The photo verified the complaint of pump segment ballooning. The issue was raised to our clinical team. The root cause for ballooning is traced to clinical practice, device history record review for model 2426-0007 lot number 24089407 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.